Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with the following microorganism : pseudomonas aeruginosa (25 cfu/endoscope). Microorganism revivable (15 cfu/100ml). Testing number (B)(6)- pseudomonas aeruginosa (72 cfu/ml) all channel- noted in cds form provided. Testing number (B)(6) - pseudomonas aeruginosa (25 cfu/ml ) all-channel- noted in cds form provided. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable microorganisms (1 cfu/100 ml) and (1 cfu/endoscope). The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: light guide rod lens cracked. Light balance illumination check passed. Insertion part (distal end) scratched. A-rubber glue (insertion part) worn out. Wear and tear on switch #1. Dent noted on universal cord. Insertion part bending tube shorten. Wear and tear on biopsy channel. ID chip functional test passed. Below are information on customers cds checklist: paa_manual treatment aer/ewd reprocessor: n/a model name: n/a detergent name: n/a disinfectant name: n/a pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : enzynex. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port. Brush model: asept inmed ref 21790 manual disinfection performed. Disinfectant used: anioxyde 2000 scope sterilized daily sterilization machine model : lde-wassenburg scope storage: ensacheur typhoon. Scope maintenance: by olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user. However, when olympus culture tested the device before repair, the same germs were not detected. 1 cfu of coagulase negative staphylococci was detected in the olympus culture test. Olympus's results conform to the regulation recommendation. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.